Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information received, it was reported that during the rotator cuff repair surgery operation, after connecting with generator, does not function at all, the screen did not show any alert code. Changed another two new devices, the event re-happened. No additional information could be provided. The three devices were received and evaluated in juarez lab. It was not possible to identify the lot number for each electrode. The visual inspection of the electrodes revealed signs of activation, cable and connector showed no damage including the pins; also, suction tube shows saline residues. The three electrodes were tested on ablation and coagulate mode, as a result, no anomalies were observed. No message displayed on the generator. To confirm the previous results, the devices will be sent to supplier for further evaluation on the electrical and suction test. The vapr coolpulse90 electrode was returned to supplier for evaluation. The supplier conducted visual inspection, functional and electrical test of device received by customer. The visual inspection revealed that the three devices returned from customer and none of the devices were returned in the original packaging. Also, it was found tissue visible in all three active suction port tips. One device active tip showed a high degree of erosion. Finally, no visible damage to the device shafts, handles, cables or plugs. All three returned devices successfully activated with no error messages being displayed. The electrical test in each electrode passed. The flow tests found that two out of the three devices did not achieve the necessary specification. The suction path was restricted at the distal end by tissue debris. To confirm the location of the blockage, a thin gauge wire was inserted into the suction tube of both blocked devices. A DHR review has been performed for the complaint device lot numbers u1912052 & u1912099; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. No correction action as been implemented. From our investigation we were unable to confirm the customer report that the electrodes would not function at all as the three devices were successfully activated without issue. Although two of the three returned devices were found to fail flow specifications due to tissue debris we cannot determine the cause of the customer reported issue based on the information provided and the results seen during testing. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. The product was found to meet specification and no correction action is required. Review of our complaint records over the last 12 months to assess the frequency for this failure mode shows this defect to be of low occurrence and is as anticipated in the risk analysis. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the customer in (B)(6) that during a rotator cuff repair procedure on (B)(6) 2020, it was observed that the electrode device did not function at all after it was connected to the generator. During in-house engineering evaluation, it was determined that the device did not achieve the necessary specification during the flow test; and that the suction path was restricted at the distal end by tissue debris. Another like device was used to complete the procedure. There was no surgical delay nor adverse patient consequences reported. No additional information could be provided.